Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, hysteroscopy was performed on the patient where the physician noted a significant amount of scarring in the cavity. A dilatation and curettage (d&c) procedure was performed, followed by an hta procedure. During hysteroscopy phase of the hta procedure, a false passage or perforation was noted. Approximately six minutes into the case a fluid loss of 750 ml was observed. The case was aborted and a laparoscopy was performed. Two uterine perforations were identified. The physician chose to do a tubal ligation on the patient. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.